Manufacturer narrative:
Quality assurance was unable to confirm the device defect effect during their analysis. Quality engineering was unable to verify the reported product issue. The inflation lumen was cleared of dried contrast and the device inflated. Deflation times were within specifications. No corrective action will be taken, as this product issue was not confirmed. As part of our quality process, samples from each lot are tested for deflation times to verify the product meets all specification. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that the balloon would not deflate on the second deflation after a sluggish initial deflation. A syringe was used to achieve deflation. No reported injury was associated with this event.